Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the failure to deploy the stent. One strut of the stent graft perforated the distal outer sheath of the delivery system resulting in increased release force and subsequent outer sheath fracture. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The evaluation of the returned device revealed that the stent graft could not be deployed due to a stent graft strut perforating the distal outer sheath of the delivery system. This may have been associated with difficult anatomic conditions or a challenging placement site leading to increased friction and subsequent deployment difficulties. Not using an introducer sheath or the use of an inappropriately sized guide wire also may contribute to tip damage and subsequent perforation. Insufficient flushing of the device may be another contributing factor to increased friction and subsequent device damage. In this case, no information regarding the accessories used and the device preparation was provided. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size." And "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Also the IFU indicates that a 0.035" (0.89 mm) guide wire and an introducer sheath with appropriate inner diameter are required for the procedure. Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." And "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline." The reported application represents an off-label use of the device which is indicated for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (a/v) fistula or a/v graft.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during the stenting procedure of a non-tortuous and non-calcified iliac artery, the sheath of the delivery system fractured and as a consequence, the endovascular stent graft could not be deployed. No patient injury was reported.